Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 60 and 104 mg/dl. The difference between the readings falls into the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed 2 control tests during the call and the results fell within the normal control range. No product will be returned.